Manufacturer narrative:
Foreign country:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) turned off. It was further reported the patient had passed through a metal detector and felt an ¿annoying sensation.¿ then the patient¿s ¿symptoms returned and the patient discovered that the device was turned off.¿ the patient experienced ¿less than 50% therapy relief¿ in their pelvis that was associated with the event. Afterward, the patient found the device turned off a couple times. The system was turned on and the patient was reeducated about the use of the patient programmer; however, it was unknown whether the issue was resolved at the time of report. There were no medical or surgical interventions needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. There were no further complications reported or anticipated.